Event description:
It was reported that pump battery did not charge despite use of confirmed working outlets, original charging cable and wall adapter, and alternate charging cable and wall adapter, and that charging connection was not recognized although pump did not shut down or become unable to power on. There was no reported impact to the customer¿s blood glucose level. Customer used backup insulin pump for insulin delivery. Cts to replace pump.